Event description:
It was reported that during a procedure, a signal noise occurred at electrode 1-2 of the lasso 2515 nav eco catheter when the catheter was inserted in the left atrium after brockenbrough. The issue was resolved by changing the catheter to another one. Also a contact force vector of the smart touch catheter was indicated in the opposite direction during mapping. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Upon receiving the product in biosense webster lab on april 22 2014, it was noticed that ring #1 is sharp on the proximal side, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4) it was reported that a signal noise occurred at electrodes 1-2 of the lasso catheter upon receipt, the catheter was visually inspected and it was found that ring 1 was damaged. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. In addition, a corrective action has been opened to address and resolve this issue. In addition, catheter ods were measured and catheter passed. Then per the reported event, an electrical test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint cannot be confirmed.

Manufacturer narrative:
The concomitant product: smart touch bidirectional, model# d-1327-05-s, lot # unknown. (B)(4).